Event description:
Customer reported that the pt experienced insufficient fluid removal on a phoenix machine. The pt was scheduled for 3.75 hours. The pt's pre dialysis weight was 87.1 kg. The target loss programmed into the machine was 5.0 kg., which included 200 cc normal saline to be given at the beginning of the treatment and 300 cc of normal saline to be given during the rinseback procedure. The pt completed the 3.75 hours of dialysis without any complaints. The pt post dialysis weight was 84.9 kg., for a weight loss of 2.2 kg. The machine recorded a fluid removal of 5.0 kg. The pt was instructed to return to the clinic later in the afternoon to receive 2 hours of ultrafiltration.